Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-15, information was received from a consumer and healthcare provider (hcp) regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient had a history of chronic neck and lower back pain as well as chronic renal failure on dialysis. After multiple trials of oral medications and injections, a decision was made to do a morphine pump trial. The patient did well on the trial and the pump was implanted as a last resort. On an unknown date, the pump slipped from the pocket under the skin and caused the patient pain on their left side. On (B)(6) 2014, the pump was removed. It was later reported the patient was never happy with the device and she never fully understood the purpose of the implant. On an unknown date, the patient had a kidney transplant and her pain subsequently improved. The physician closed his office over 18 months ago and discharged the patient. He did not know why the patient took the pump out. He thought her pain issue was getting better. As far as the physici an recalled, the pump was fine and in place. Additional information has been requested regarding the drug information, the patient¿s medical history and concomitant medications, troubleshooting, diagnostics and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that when their pump was removed he "damaged me up so bad that I'm going to therapy." The patient stated that "he pulled the catheter out of my spine and I leaked spinal fluid for 12 days on and off" and "now I get injections in my back to stop the pain." Per the patient they did a blood patch and that didn't work. The patient stated that they were weak and had a severe headache. The patient had stitches in their back and it still hurts in the area where the patient had the pump. The pump and catheter were removed on (B)(6) 2014.